Event description:
In 2004: customer reports fluoro stopped working during a cystogram procedure. Patient information not made available by customer. No reported injury.

Manufacturer narrative:
Technical support determined with the operator that the generator was off when the infimed system was turned on. The infimed monitor will display that message if it is turned on first. Once the generator is turned on and an action such as opening a patient file, activating fluoro or pressing the reset dose button the message will go away. Operator error in room start up procedure.